Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital after experiencing syncope, it was noted that the device deliver therapy for an arrhythmia. Ventricular bigeminy was noted. Programming changes were made. The patient was sent home afterwards and will continue to be followed normally.